Event description:
One way aortic vent noticed defective after several attempts to administer cardioplegia and troubleshooting revealed a leaking valve. Blood was leaking to the outside from the top of the one way valve that connects the patient side to the machine side. Error reached the patient, patient was not harmed.